Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the site had a "malfunctioning serial cable to their dell handheld computer." The serial cable is being returned for product analysis.